Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported issue was confirmed. The event history shows several occurrences of downstream occlusion alarm during use. The assignable cause is unknown. The pump runs continuously during investigation without interruption. Additional: similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This involved an unpremedicated infusion pump with user interface module master software version 7.01.00.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which there was a false occlusion alarm. There was no adverse event, patient injury or medical intervention associated with this report. The reporter states that, "the priming started at 82mls per hour, start invalid, then downstream occlusion, channel fail acknowledge." There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.